Event description:
Bilateral distraction implanted in 2006. Two months later, removed right side as distractor broke. Dr believes the bone was healing quicker on this side and became too strong for the device to continue distracting.

Manufacturer narrative:
Dr believes the bone was healing quicker on this side and became too strong for the device to continue distracting. IFU states device is intended to be used on pts 2 yrs old or younger, this pt was older. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent.